Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced chest pain. Therefore, the patient went to the emergency room and was admitted for x-ray imaging and computerized tomography (CT) angiography. No further information was able to be obtained from the clinic.